Event description:
The customer reported that a pt hr went to 234, and there was no red alarm generated and a pt death occurred.

Manufacturer narrative:
The customer reported that a pt hr went to 234 and there was no red alarm generated. The hospital biomedical engineer verified with a simulator that the involved monitor alarms appropriately for high heart rate. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.